Event description:
The customer reported via telephone call that the insulin pump alarmed for no delivery of insulin while filling the tubing. The blood glucose reading was 142 mg/dl. The customer was advised to disconnect and reconnect the reservoir and tubing and to push the insulin slowly with the plunger. The customer stated insulin did exit. The customer was advised to rewind the insulin pump, reinsert the reservoir and run a manual prime. The customer reported that the insulin pump did not alarm.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.